Event description:
In 2001, after an aborted plasmapheresis procedure, the donor reported that they had vioded red urine. At this time the donor indicated that donor wasn't experiencing any pain. Donor was released by center and advised to contact center if they experienced any further symptoms. Investigation by baxter into the aborted plasmapheresis procedure revealed the following: during the donation an hb detect alarm occurred on the auto-c instrument. Center staff indicated that they could not clear this alarm, subsequently the disposable kit was removed from the auto-c instrument. Prior to removal of the set the staff confirmed that red plasma was present within the plasma-collect tubing. A second disposable kit was installed on the auto-c instrument and the plasmapheresis procedure was continued. Staff stated that red plasma was seen a second time travelling down the plasma-collect tubing. As a result of this visual observation by the staff, the procedure was discontinued prior to a second hb detect alarm occurring. Reservoir contents from the collection procedure were not reinfused to donor. Saline wasn't administered after procedure was discontinued. Donor returned to donor center 3 days later for donation. Donor indicated that they had only the one episode of blood in urine and no other complications. Donor was evaluated at center by physicians substitute and determined eligible for donation. As a conservative measure the plasma center staff also placed the auto-c instrument involved in the procedure "out of service". Baxter field service engineer contacted to inspect instrument. Follow-up will be sent once inspection is complete.